Event description:
In 2007 at 7:45, the port was accessed, the needle did bottom out and had good blood draw. The power injection machine was hooked-up and had good blood draw at that time. During the first 10 cc the pt started to complain, the port site was examined and found a baseball size of infiltrate, ice pack was applied. When the powerloc was removed, they could not get any contrast out, but a small amount of blood was still in the needle. The nurses then flushed the powerloc to see of if it was occluded, which it was not. The pt was re-accessed with a longer needle.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.